Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify ¿low battery¿, ¿replace battery now¿, or "power loss" errors due to the failed batt test alarm. Also moisture damage electronic assembly during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump gave low battery alert prior to replace battery alert. Customer stated that there was second occurrence of replace battery alert after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.